Event description:
In 2008, the lay-user/pt contacted lifescan alleging that the one touch ultra meter is giving inaccurate high readings. This medical affairs specialist was unable to contact the pt to clarify info obtained from the initial call. After the reported issue first began on the day before at 8:30pm, the pt reportedly had symptoms described as "shaky and sweat." As a result of the reported issue (inaccurate high readings), the pt reportedly increased her diabetes regular insulin to 16 units. However, the pt denied receiving any medical intervention because of the reported issue. The pt compared her lfs meter readings to her mother's meter but was "unsure of the readings" and did not provide a numeric value. It would have been helpful to know the pt's testing frequency, diabetes medication regimen, the time and date of when the symptoms began, and the events of that lead up to the pt symptoms such as lfs meter reading, diabetes treatment (insulin intake), food intake, and the pt's activity. In addition, it would have been helpful to know what readings the pt obtained during and after the onset of the pt's symptoms, and the treatment that abated the symptoms. During troubleshooting, the customer care advocate verified that the control solution result of "135 mg/dl" was within the control solution range of "105 mg/dl to 140 mg/dl", the test strip was within the discard date and in good condition, and the meter was coded correctly. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the result in a supplemental report.